Event description:
It was reported the pt initially had good pain relief in his hips and legs while sitting and in a prone position. The pt had 90% of the pain when he walked or stood up for any length of time. The pt developed a dropped left foot in 2009. (B)(6) 2010, the pt reported pain at the right kidney near the device. The pt suspected the pain was due to a kidney stone. Reprogramming was done with difficulty "aiming" the stimulation or pinpointing the pain. The pt noted feeling the stimulation in the wrong location. It was suspected only one lead was working, crossed or had "shorted out." The pt chose to manage the pain with over the counter pain medication.

Manufacturer narrative:
(B)(4).